Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was the pt wanted a manufacturing representative (rep) to meet them at their doctor's office tomorrow because sometimes they had an issue with their stimulator with programs 1,2,3 and 4 because sometimes it turned stimulation off. When the pt went into settings they did not know if they should use a or b and sometimes pt could feel it cut off. The pt said stimulation would go on and off since they got it. The issue got worse in the last 2 or 3 months so pt would check and 1234 would turn off on its own. The pt was redirected to their healthcare provider (hcp) to further address the issue. Agent provided national answering service (nas) phone number. Case was reopened to change resolution code to redirected call. The issue was not resolved.